Manufacturer narrative:
A visual evaluation of the device found the basket to be closed/ retracted. The side car-rx presented pushback out of specification. Functional evaluation showed the basket extends and retracts easily. The evaluation concluded that the condition of the returned device was consistent with the complaint incident of side car-rx pushback. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. According to the complaint, the issue occurred during the procedure and inside the patient. Due to anatomical /procedural factors encountered during the procedure performance was limited. Therefore, the most probable root cause is "operational context".

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a stone removal procedure on (B)(6) 2015. According to the complainant, during the procedure, when advancing the trapezoid basket over the guidewire, it was noticed that the side car-rx (guidewire port) was pushed back. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a stone removal procedure on (B)(6) 2015. According to the complainant, during the procedure, when advancing the trapezoid basket over the guidewire, it was noticed that the side car-rx (guidewire port) was pushed back. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.